Event description:
Plugged in the suction irrigator and while testing it, it began and continued to drip saline where the tubing meets the battery housing. Item discontinued use and replaced with a new suction irrigator.